Manufacturer narrative:
(D10) concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0: 3817260. 320-10-05 - equinoxe reverse tray adapter plate tray +5: 3737904. 320-01-42 - equinoxe reverse 42mm glenosphere: 3818117. 320-15-01 - eq rev glenoid plate: 3850744.

Event description:
Approximately 3 year(s), 8 month(s) and 5 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced a nonunion of periprosthetic fracture orif. Patient was initially being treated nonoperatively for the periprosthetic fracture but had acute worsening of pain and feelings of instability. Previously, this patient experienced three separate humeral fractures with unexplained pain, underwent several open reductions as well as was seen in the emergency department. All earlier events were resolved. The patient underwent a standard reverse revision with the reported removal of the standard humeral stem, humeral tray, and humeral liner. Patient was reported to have been converted from a rtsa to a hrp. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect and investigation clinical codes. H10: 1038671-2024-04264 and 1038671-2024-03029.